Manufacturer narrative:
The report of the autopulse li-ion battery (sn (B)(4)) was reproduced during functional testing and confirmed through archive data review. The battery was received with no physical damage, and on amber led illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. The battery archive was downloaded and reviewed. A possible cause for this battery failure, based on the review of the battery, is due to an exposure to an extremely high level of esd which prevents causes the battery gas gauge failed to communicate with the battery's host processor. As a result of this failure, battery could not be charged.

Event description:
As reported, the autopulse li-ion battery (sn (B)(4)) will not turn on an autopulse platform. Battery status indicator show an orange led. No further information received. No patient involvement.